Event description:
It was reported that a during a farapulse procedure to treat atrial fibrillation, following ablation of the left pulmonary veins and prior to ablation of the posterior wall, a non-boston scientific corporation guidewire became stuck in a farawave nav 31mm catheter. The catheter was undeployed and removed from the patient with the guidewire. A white foreign material was found to be trapped between the distal tip of the catheter and the guidewire. No tissue was observed. When this material was removed, the guidewire was able to move smoothly in the catheter once more. The catheter, guidewire, and cable were replaced with similar devices, and the procedure was completed. No patient complications were reported. The catheter was received for analysis and investigation is still in progress. It was further reported that the physician believed the white substance to be a foreign material. No notable damage was observed to the package or sterile seal. Heparin was given pre transeptal and more was given post transseptal to maintain act. Tee/ice/fluoroscopy was used for imaging. A new guidewire was used with the new catheter. The procedure was only prolonged five minutes, an unremarkable amount of time.

Event description:
It was reported that a during a farapulse procedure to treat atrial fibrillation, following ablation of the left pulmonary veins and prior to ablation of the posterior wall, a non-boston scientific corporation guidewire became stuck in a farawave nav 31mm catheter. The catheter was undeployed and removed from the patient with the guidewire. A white foreign material was found to be trapped between the distal tip of the catheter and the guidewire. No tissue was observed. When this material was removed, the guidewire was able to move smoothly in the catheter once more. The catheter, guidewire, and cable were replaced with similar devices, and the procedure was completed. No patient complications were reported. The catheter and white substance have been returned for analysis. It was further reported that the physician believed the white substance to be a foreign material. No notable damage was observed to the package or sterile seal. Heparin was given pre transeptal and more was given post transseptal to maintain act. Tee/ice/fluoroscopy was used for imaging. A new guidewire was used with the new catheter. The procedure was only prolonged five minutes, an unremarkable amount of time.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Upon receipt at our post market quality assurance laboratory, the farawave catheter was analyzed. No visual abnormalities were observed, though it was noted that the catheter was returned with a guidewire still inserted. The device was deployed to basket and flower without difficulty. Subsequently, the guidewire was removed from the catheter using some force. Resistance was felt, but the guidewire was able to be removed. Microscopy revealed dried blood, potentially mixed with some tissue, on the guidewire. Additionally, the information received from the user mentioned a white foreign material being trapped between the distal tip of the catheter and the guidewire. Since this foreign matter was not returned for analysis, a definitive conclusion on the composition could not be made. It is likely that the material was tissue. It is believed that this was likely caused by the advancement or retraction of the guidewire engaging with some tissue.